Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 12.5 cm distal of the is-1 connector pin. All parts of the lead were returned for analysis. The returned fragments were examined visually and electrically. It is probable that the lead was cut during the explantation. Aside from the existing cut through the lead, no damage was found. The measurement of the direct-current resistances of the electrical conductors also proved to be unremarkable. The manufacturing process of this device was reviewed. The production documents did not show anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that approximately 3 months after the implant worsening of the threshold (>4 v) and sensing (less than 3 mv) was noted. The lead was removed and replaced.